Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The deployment issue was unable to be confirmed as the stent was able to be fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not reveal a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the right common iliac, after pre-dilatation with a 6 fr balloon catheter, deployment of the supera stent was initiated, but failed to fully deploy and was removed from the anatomy partially deployed. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.